Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported battery out limit alarm. Customer stated her insulin pump alarmed after a battery change. She also reported being hospitalized the previous night but it was not due to blood glucose level. Troubleshooting revealed moisture in the battery. Customer was instructed to rewind her pump and manually prime. No additional information is provided.